Event description:
It was reported that right ventricular (rv) lead was exhibited low amplitude/poor morphology and high pacing thresholds measurements. It was observed that there was no slack on the lead. The lead was explanted and replaced with a new rv lead. No adverse patient effects were reported. Currently, the lead has not been returned for analysis.

Event description:
It was reported that right ventricular (rv) lead was exhibited low amplitude/poor morphology and high pacing thresholds measurements. It was observed that there was no slack on the lead. The lead was explanted and replaced with a new rv lead. No adverse patient effects were reported. Currently, the lead has not been returned for analysis. This product was returned and full analysis was performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.